Manufacturer narrative:
Device evaluation: the accuview graph from the study was returned for evaluation. The total time of the study was 1:54 hours as opposed to the recommended study time of 48 or 96 hours. The study began with normal ph values of 0.9 ph. Fifteen minutes into the study, there is a gap and then the ph dropped below 2.0 ph. After few minutes the study stopped. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a short study they would like to have reviewed. A copy of the study was provided but no equipment is coming back. There was no reported patient involvement and outcome.